Manufacturer narrative:
The customer reported that their spo2 unit was malfunctioning. Further investigation has revealed that the spo2 parameter stops functioning and disappears from the display with no inops. This may not be obvious to users and therefore, a lack of spo2 monitoring could lead to serious injury or death. Add'l investigation will be done. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that their spo2 unit was malfunctioning.